Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.

Event description:
The technician alleged the brakes would not engage when the brake pedal was pressed down. No patient impact.